Manufacturer narrative:
The reported issue that the restart button of the keypad was not working could not be confirmed. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time; the alaris pump module failure was identified during pm activities and not during patient use for treatment. A review of the device history record showed the device had a manufacture date of 20jun2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(6) was performed in bd2 track wise which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement. The file may be closed based on the above facts.

Event description:
It was reported that during maintenance, allegedly restart button of the keypad was not working. There was no reported patient involvement.

Manufacturer narrative:
The reported issue that the restart button of the keypad was not working could not be confirmed. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time; the alaris pump module failure was identified during pm activities and not during patient use for treatment. A review of the device history record showed the device had a manufacture date of 20jun2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in bd2 track wise which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement. The file may be closed based on the above facts. Device was not returned to manufacturing facility.

Event description:
It was reported that during maintenance, allegedly restart button of the keypad was not working. There was no reported patient involvement.